Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced on (B)(6) 2017 due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut. Only the distal part of the lead which was elongated up to 94 cm length was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed the ligature marks approx. 29 cm distal to the is4 connector pin. A damaged insulation was observed approx. 30 cm distal to the is4 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coil in this section was fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. These findings can be considered as the root cause of the high impedances which were also confirmed during the electrical analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.